Manufacturer narrative:
Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that a patient's left lung collapsed while undergoing a procedure to treat lung stenosis which included the use of trufreeze cryospray therapy resulting in a procedure postponement. The patient didn't receive any medical intervention and was stabilized.